Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 970 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned the infusion set cannula was bent. After troubleshooting, customer will not be returning the device for analysis.